Event description:
It was reported by the pt's attorney that, the pt underwent total left knee surgery in 2005. Post-op, it was determined that the right knee components had mistakenly been implanted in the pt's left knee. As a result, five months later, the pt's left knee was revised.

Manufacturer narrative:
Evaluation summary: it is reported that the right knee femoral component was implanted in the left knee. The cause appears to be improper use of the device. Evaluation codes: no product was returned for evaluation. Device history records indicate that the device was manufactured and packaged to specification.